Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon got stuck inside of me, foreign body in reproductive tract, pulled the string to take it out and the tampon got stuck inside of me, complication of device removal. Tampon stitching popped out, string came out of the middle, device breakage. Case description: consumer called stating she pulled the string to take out the tampon, and the tampon got stuck inside of her. She checked some other tampons in the same box, and the stitching popped out. The string came out of the middle, and it seemed the loops were not sewn tight. No serious injury was reported.

Event description:
Tampon got stuck inside of me [foreign body in reproductive tract] pulled the string to take it out and the tampon got stuck inside of me [complication of device removal] tampon stitching popped out, string came out of the middle [device breakage] case description: consumer called stating she pulled the string to take out the tampon, and the tampon got stuck inside of her. She checked some other tampons in the same box, and the stitching popped out. The string came out of the middle, and it seemed the loops were not sewn tight. No serious injury was reported.

Manufacturer narrative:
30-oct-2020 product investigation results: no failure could be identified as a result of the investigation.